Event description:
It is reported by a mitek rep. That a pt experienced marked inflammation with associated pain post-operatively. Pt experienced pain just on the femoral side of the acl fixation. Mitek biocryl screws were used on the tibia and femur. Surgeon noted that the screw was protruding into the joint space. He feels that the pt's synovial fluid reacted to the material in the screw. As a side note, the screw broke when the surgeon took out the femoral screw. The pt's acl had healed in appropriately (4 months post-op).